Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the overlay was unresponsive in many areas, the overlay/ bezel assembly was replaced and the stylus calibrated. It was noted that both keyboard hinges were broken. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left upper screen on the programmer was not working and the user was unable to change or select a program. The programmer was returned for service. There was no patient involvement.